Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch and unlocked lcd keypad connector. Unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response and unlocked lcd keypad connector. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had difficulty with the buttons on the insulin pump. Customer stated that she has to keep pressing buttons or move her finger around to get the button to respond. Customer stated that the buttons have gotten worse since seeing her doctor in november. Customer has also been experiencing high blood glucose. Customer's blood glucose was 150 mg/dl when she went to bed and when she woke up, it was over 400 mg/dl. Customer treated with a bolus and also treats with a syringe if it does not go down. Customer also reported having a blood glucose of 157 mg/dl before bed and then waking up with a reading of 240 mg/dl. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.